Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the balloon material was torn circumferentially. The single lumen shaft was detached at the lapweld area. The single lumen shaft was returned on a 0.035 inch guidewire. It was not possible to remove the single lumen shaft from the guidewire. There was evidence of stretching and damage of the single lumen shaft and the radio opaque markerbands are free moving along the shaft. The proximal portion of the device was returned within a 7 french sheath. The distal portion of the circumferentially torn balloon is attached to the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the procedure was for a dialysis shunt in the forearm.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated the target lesion located in an arm vessel. A 10x40mm charger balloon catheter was advanced for treatment and inflated, however a longitudinal balloon rupture occurred. The balloon ruptured into pieces. The physician pulled the balloon out of the patient and then did a cut down and retrieved the balloon pieces that were left behind in the patient. The procedure was not completed. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4).